Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported the light emitting diode (led) battery was flashing. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The field service engineer (fse) performed evaluation and confirmed the reported problem. Suggested battery replacement. The field service engineer was informed by the customer that replacing the power supply resolved the issue.